Event description:
The recipient is reportedly experiencing a possible skin flap infection at the implant site. The recipient presented with swelling. The recipient was prescribed antibiotic injections, oral antibiotics, and treatments. The recipient's infection is resolving.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered and resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing a possible skin flap infection at the implant site. The recipient presented with swelling. The recipient was prescribed antibiotic injections, oral antibiotics, and other medications. The recipient ceased device use. The recipient's infection is resolving.